Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when they were getting when the scs was implanted and found that, of the pt's who had pain enough to qualify for the scs, 98% of them had 2 or fewer effective truck nerves, but the pt said they had 20 effective trunk nerves. Pt said that this particular detail was the reason "why the pt had so many difficulties and why the neurostimulators have always stopped working before the time period they were supposed to last." Pt was in immense pain because implanted neurostimulator(ins) was depleted while pt waited on a replacement part. Patient services specialist documenting reported event. Event date, notify date, and hcp information not gathered because pt was escalated.